Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced infusion set tubing detachment, which led to high blood glucose level event on (B)(6) 2025. The site of tubing detachment was from hub. The infusion set was in use for less than three hours. The patient's blood glucose level was high and was treated with correction injection via multiple daily injections (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.